Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received recurring no delivery alarms. The customer's blood glucose was unknown at the time of incident. Customer's blood glucose level at the time of the call is 59 mg/dl. Customer reports having changed the infusion set multiple times and having the same problem. Troubleshooting occurred but issue remains unresolved. Customer declined troubleshooting for low readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was created in error.